Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. The subject device is not available for evaluation, as it remains implanted in the patient. Attempts to retrieve additional information is in process. If new information becomes available, a supplemental report will be submitted. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23 mm 3300tfx aortic valve implanted for approximately three (3) years underwent valve-in-valve procedure due to unknown reasons. A 23 mm 9600tfx was implanted inside the 23 mm valve. Patient on dialysis with chronic renal failure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was due to patient factors and progression of underlying valvular disease.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted three (3) years, nine (9) months, underwent valve-in-valve procedure due to critical symptomatic aortic stenosis and restricted leaf motion with a calcified annulus. Patient was admitted with bacterial peritonitis causing septic shock and sepsis. A 23mm transcatheter valve was implanted inside the 23mm valve. Patient transferred to the cvr in stable condition. Patient was discharged to an acute rehab center.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time; however, patient factors and progression of underlying valvular disease likely impacted the event.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted three (3) years, nine (9) months, underwent valve-in-valve procedure due to aortic stenosis.